Event description:
Reference number (B)(4). Event occurred in the united states. On 29-june-2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. The site of insertion was hip. No further information available.